Event description:
Ohmeda modulus cd anesthesia unit failed on a pt during surgery prep. The display went blank, equipment switched to battery power, equipment still appeared to deliver appropriate gases. The staff had no way of monitoring appropriate parameters. Voltage selector board was replaced by MFR. This could have caused serious problems if this happened during surgery.